Manufacturer narrative:
(B)(4).

Event description:
This is a supplemental report to initial report# (B)(4) to submit additional investigation results from the manufacturer of the suspect device.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from https://esgtest.FDA.gov to https://esg.FDA.gov, this report was previously submitted to MDR test environment. This is a re-submission through https://esg.FDA.gov production webtrader.

Event description:
Pdc received a call on (B)(6) 2015 reporting a medical intervention. Patient called in stating that his prodigy meter was reading higher than it should, which causes him to give himself more insulin than he needs. Patient states that he turns icy cold and passes out. Patient stated also that he has had to go to the hospital 2 times in the past few weeks. Patient stated that he needed assistance providing further information regarding the events so he said his daughter would call back with more information. Prodigy called the patient back and was able to get additional information from his daughter. Patient's daughter stated that on the day of the event she checked patient's blood glucose with the prodigy meter with a result of "hi" so she injected patient with 10 units of insulin. After waiting a while she retested patient's blood glucose with a result of 189mg/dl. Patient's daughter stated that patient had consumed 2 cans of diet soda and a pack of peanut butter crackers. The next morning her father was not responsive. She then checked his blood glucose with a result of 80mg/dl. Patient's daughter put a spoonful of sugar in patient's mouth and still no response from patient. Emts were then called. When patient arrived at hospital his body temperature was down to 93 degrees. Pdc sent prepaid envelope requesting return of suspect system. Pdc is following up with caller to collect information that is missing throughout this report.